Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic after feeling vibratory alert. Upon interrogation, it was noted that right ventricular lead exhibited out of range low defibrillation impedance. On (B)(6) 2020 the lead was explanted and replaced. Patient condition was unknown.